Event description:
A hospital reported that the seal of the rt040 face mask separated from the mask base. This caused loss of circuit pressure to the pt. No pt consequence was reported.

Manufacturer narrative:
The complaint device was not returned and no lot number was provided. Results - one potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. Conclusions - in 2007, fisher and paykel healthcare marketing started to hold mask fitting workshops with their distributors at the hospitals that bought our small, medium and large rt040 masks. Detailed pictorial instructions, cd's and measuring guides were provided to all distributors and end users. We have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future. We are looking at ways to improve seal retention in the rt040 mask. Gluing of the silicone seal onto the mask base has recently entered the validation stage. We have received similar complaints and we are currently trending this at an occurrence rate of approx 0.045% for the last yr. No further investigation will be conducted on this complaint.